Event description:
It was reported that the patient had an infection post surgery. The patient underwent an ipg explant procedure. Additional information was received that the explanted ipg was not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5179107. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5179331. UDI: (B)(4).

Event description:
It was reported that the patient had an infection post surgery. The patient underwent an ipg explant procedure. Additional information was received that the explanted ipg was not returned. No further information has been obtained despite good faith efforts. Additional information was received that the leads were also explanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection post surgery. The patient underwent an ipg explant procedure.